Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned black but the plug did not deploy and hemostasis failed. Manual compression was used for hemostasis instead. There was no reported patient injury. The device was used for closure following carotid artery stenosis surgery via retrograde puncture of the left femoral artery using an unknown cordis short sheath. The device was withdrawn at a 40° angle, and after pulsatile blood flow in the blood return indicator stopped, it was further withdrawn by approximately 1 cm before plug deployment was attempted. The plug was not observed to be pulled out after device removal. The operator had many years of experience using exoseal. Additional information was requested but not provided. The device will be returned for evaluation.